Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hypoglycemia and insulin pump was not working. Customer's blood glucose level was 50 mg/dl at the time of incident and current blood glucose level was 250 mg/dl. Customer assisted with troubleshooting for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer states the drive support cap appears normal. Customer alleges insulin pump was over delivering because customer states the insulin pump delivered 10 unit bolus without customer asking for it. Customer reports insulin pump was worn during a medical procedure or test around a magnetic image resonance. Customer states reservoir was showing the same amount of insulin as shown on the status screen. Customer reports programming was accurate. Customer states they had knee surgery and they did imaging for that. Customer states they performed displacement test and it passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Pump passed the delivery accuracy test at 0.0875 inches.